Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000138203.

Event description:
It was reported a possible cerebrospinal fluid (csf) leak occurred during a trial procedure and patient indicated having a headache. Follow-up information indicated, the headache severity increased and as a result, surgical intervention occurred wherein the leads were explanted to address the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak during a trial procedure was reported to abbott. It was determined the patient indicated having a headache. The headache severity increased and as a result, the leads were explanted to address the issue. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.